Manufacturer narrative:
The customer contacted the siemens customer care center (ccc). A siemens customer service engineer (cse) was dispatched at the customer's site. The cse inspected the instrument and the samples, and determined there was no issue with the instrument or the samples. The cse performed precision on 5 separate infertility control for hcg, resulting within specifications. As per the dimension exl operator guide, the "abnormal assay" flag message results should not have been reported. The operator should rerun the samples. The cause for the customer to report results flagged with "abnormal assay" is failure to follow instructions. The cause for the discordant, falsely low hcg results is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
Two discordant, falsely low human chorionic gonadotropin (hcg) results were obtained on a dimension exl with lm instrument. The discordant results were flagged "abnormal assay", and were reported to the physician(s), who did not question the results. The same patient samples were repeated on the same instrument and on an alternate dimension exl instrument, resulting higher and as expected. The corrected results from the original instrument were reported to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant, falsely low hcg results.